Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump was not alarming and there was no reading. And also noticed a crack on pump. Blood glucose value at the time of event was 474 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1880l, mmt-397a, mmt-332a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Customer confirmed pump had a damage at battery tube side and the damage was affecting the functionality of the pump. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. Audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume or vibrator anomalies noted during testing. All alerts functioning properly. No unexpected tone alarms noted with no visible alarms on screen. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Unit functioning properly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly. No moisture damage or physical damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, no unexpected alarm tones noted during testing. Unit functioning properly. Cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.